Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly. No excessive no delivery alarms were noted. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 173 mg/dl at the time of incident. The customer was assisted with 5.0 unit fixed prime and insulin did not exit. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.